Event description:
Igloo covidien clearify device battery failure occurred intraoperatively. No patient harm, rep picked up product on [redacted]. Manufacturer response for visualization system, clearify device (per site reporter).